Event description:
Received an sus voluntary event report which states, "concern for chemo administering too quickly compared to the entered rate. 2 channels were set up for medication administration on channel a primary blue tubing with 250 ml bag of ns, and chemo therapy set up as a secondary on channel b. There was a 500 ml back of fluids infusing ordered drip rate for chemotherapy medication (etoposide) was 575 ml/hr when evaluating the rate at which channel a was infusing the etoposide in comparison to the channel b setting channel a appeared to be infusing at a faster rate FDA safety report ids# (B)(4)".

Manufacturer narrative:
Additional medwatch information provided. The customer¿s concerns of an unregulated flow of etoposide after programming and starting the infusion was not confirmed. Physical inspection noted both male and female iuis were noted to have dried fluid and contamination forming on the contact pins. A crack was observed on the surface and underside of the bezel; there was no damage to any of the mechanism posts. Review of the pcu error log showed no errors or malfunctions. Analysis of the pcu event log shows pump module s/n (B)(4) was selected on 31jul2019 at 9:41 am and programmed for a secondary infusion of the medication etoposide (drug ID 335) at a rate of 575ml/hr vtbi 30ml. The infusion is started. At 9:43 am the log records the device infusing. Timed rate accuracy testing performed on the source pump module found the device delivering fluids in specification. Inspection of the pumping mechanism found no irregularities. The disposable set(s) was not returned. The root cause of the customer¿s report of unregulated flow of etoposide after programming and starting the infusion was not identified.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Admitting diagnosis/relevant history: testicular cancer. Non-hispanic. White.

Event description:
It was reported that the rn witnessed unregulated flow of etoposide after programming and starting the infusion. There was no detectable patient harm. During an onsite visit, no irregularities were observed during visual inspection or in the device logs. The asm rate accuracy testing was slightly out of specification with an error of 3.8%.